Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device separation occurred. A percuflex? Device was selected for use during a nephrostomy insertion and/or ureteric stent insertion procedure. During the procedure, when the stent was inserted over the wire, it was difficult to advance. The thread was pulled in an attempt to reposition the stent towards the insertion site; however, the string snapped off the stent (which remained intact), and the stent became deployed in a less-than-ideal position. Given the stricture, the physician felt that the stent should not migrate. The patient would return for a second procedure to assess the stent.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the device was returned for analysis. One ureteral stent suture was returned for analysis. Only returned the suture with the key in good conditions. However, since the catheter did not return, a proper evaluation of the complete device could not be conducted.

Event description:
It was reported that device separation occurred. A percuflex device was selected for use during a nephrostomy insertion and/or ureteric stent insertion procedure. During the procedure, when the stent was inserted over the wire, it was difficult to advance. The thread was pulled in an attempt to reposition the stent towards the insertion site; however, the string snapped off the stent (which remained intact), and the stent became deployed in a less-than-ideal position. Given the stricture, the physician felt that the stent should not migrate. The patient would return for a second procedure to assess the stent.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the device was returned for analysis. One ureteral stent suture was returned for analysis. Only returned the suture with the key in good conditions. However, since the catheter did not return, a proper evaluation of the complete device could not be conducted.

Event description:
It was reported that device separation occurred. A percuflex? Device was selected for use during a nephrostomy insertion and/or ureteric stent insertion procedure. During the procedure, when the stent was inserted over the wire, it was difficult to advance. The thread was pulled in an attempt to reposition the stent towards the insertion site; however, the string snapped off the stent (which remained intact), and the stent became deployed in a less-than-ideal position. Given the stricture, the physician felt that the stent should not migrate. The patient would return for a second procedure to assess the stent.